Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was not getting adequate pain relief. It was also noted that the patient had tenderness at the spinal cord stimulator system (scs) site. The patient underwent an explant procedure.